Manufacturer narrative:
(B)(4). It was reported that the patient underwent the incisional hernia repair procedure on (B)(6) 2012. The repair of the recurrent hernia was performed on (B)(6) 2013. Extensive adhesions were noticed between small intestine and the mesh. The mesh was partially integrated, and was completely dislodged within the hernia gap. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned explanted parts of the mesh show several metallic tacks. According to the information, the fixation of the mesh is considered to be inappropriate and inadequate.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted. See also medwatch 2210968-2013-06089. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an incisional hernia repair on during 2012 and mesh was implanted. The patient has experienced a recurrent hernia during (B)(6) 2013. The defect was repair using a like device.